Manufacturer narrative:
(B)(4). The reported event of infection cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #1 of 3: reference MFR. Report: 1627487-2016-04230 and 1627487-2016-04231. The patient is implanted with 2 leads and 2 anchors from same lot. The patient's mother reported the patient underwent surgical intervention on (B)(6) 2012 to explant the entire scs system due to infection.